Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during the procedure, the spatula tip broke off while being cleaned. There was no patient harm. Nothing fell into the patient cavity.

Manufacturer narrative:
One e2781rs electrode was received, and an evaluation of the sample confirmed the reported issue. Visual inspection found the tip of the electrode had broken off. The broken tip was not returned. Inspection of the device under magnification found stress fractures. The investigation identified the root cause of the reported event to be applying excessive force to the electrode tip during use. If information is provided in the future, a supplemental report will be issued.